Event description:
It was reported that during a procedure to treat in-stent restenosis, balloon withdrawal difficulties were encountered. The lesion being treated was located in the circumflex (cx) artery. The physician encountered some difficulty while advancing the ultra2 balloon catheter to the lesion. There were two inflations to approximately 6 or 7 atms. Following deflation of the ultra2 balloon after the second inflation, the physician tried to remove the balloon without success. He then advanced the balloon more and tried to withdraw it again without success. Using force he was able to remove the ultra2 balloon with the wire and the stent entangled. The cx collapsed and the pt's pressure was dropping, along with the obtuse marginal (om) artery having "complications", therefore, the physician stented the om. As the physician was out explaining to the family what had occurred, the pt went into ventricular fibrillation, the om was found to be thrombosed. Another stent was placed in the om, and the pt stabilized, the pt was discharged and status is reported as 'fine'.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.